Event description:
The atb35 stapler passed inspection prior to use. When the physician clamped the stapler on the tissue and fired staples, the blade popped off. The blade was retrieved with an endo bag. There was no adverse effect to the patient. The device and packaging were not saved, despite a reminder to do so. Follow up action: discussion with operating room staff involved on the importance of saving equipment/devices/product that fails and the packaging.